Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is difficult to specify the cause of the reported phenomenon. However based on the report of olympus korea, omsc surmised there was the possibility this phenomenon was attributed to the following causes for each cases; [the foreign object was existed in the suction channel] -the user did not adequately brush or feed proper water flow during pre-cleaning and/or manual cleaning for the subject device. -pre-cleaning to be taken immediately after procedure was delayed, which caused foreign object to adhere and remain within the suction channel of the subject device. -notes from the instructions for safe use (IFU) which are relevant parts IFU says to perform pre-cleaning immediately after each procedure in ¿reprocessing manual:precleaning the endoscope and accessories¿ as below: ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. ¿ IFU says about brushing and reprocessing methods for each channel in ¿manually cleaning the endoscope and accessories¿. In addition, IFU says to thoroughly clean and high-level disinfect or sterilize device before returning it for repair in ¿operation manual:5.3 returning the endoscope for repair¿. [The user uses the insufficient or incorrect reprocessing endoscope] - the user facility staffs were inadequately trained in device handling or reprocessing in accordance with the instructions for safe use (IFU). If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During evaluation, the image was blurred and due to damage on the charge-coupled device (ccd) unit, the specified resolving power was not obtained. A review of the device history record found no deviations that could have caused or contributed to the blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: operation manual. Inspection of the endoscopic system. Operation manual: important information ¿ please read before use. Warnings and cautions. Olympus will continue to monitor field performance for this device.

Event description:
During evaluation, the image was blurred and due to damage on the charge-coupled device (ccd) unit, the specified resolving power was not obtained.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed that the foreign object was existed due to the broken suction cylinder. Even after brush cleaning 5times, there was still the foreign object for the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus (B)(4), it was found the foreign object from the distal end of the subject device. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.